Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported on (B)(6) 2016 that a power on reset (por) was seen on the clinician programmer. They did not recall any instances of electromagnetic interference (emi). The por was successfully cleared, the clock was reset, and the rep believed it was a 0x4 code. Also, the patient's therapy had been "acting up" for a while and they wanted to "reset". The patient had been feeling stimulation, but was not receiving the most adequate therapy. The stimulation/therapy had been acting up since (B)(6) 2015, and the por had occurred that day. The indication for use was non-malignant pain. Additional information received from the manufacturer representative on (B)(6) 2016 reported that the device was reset with the physician programmer, and the cause remained unknown.